Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken lower hinge door and broken bezel assembly (lower hinge). Replaced broken ail sensor (right side) and door latch (third party). Replaced corroded right/ left iui's. A review of the device history record showed the device had a manufacture date of 12/15/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly - lower hinge damage. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2015-0195 lvp bezel lower hinge shroud. CAPA ca-2014-0284 lvp air-in-line. CAPA ca-2017-0187 lvp 3rd party latch/ sear. CAPA ca-2018-0161 iui conn issues.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.